Manufacturer narrative:
A second patient sample also had a discrepancy for a1c-3 tina-quant hemoglobin a1c gen.3 on the same day. This sample initially resulted in an hba1c value of 10.21% on (B)(6)2021. This value was reported outside of the laboratory to the patient. The doctor requested a repeat of the sample. The sample was repeated on (B)(6) 2021, resulting in a value of 5.32%.

Manufacturer narrative:
The field service engineer determined that a pipettor syringe was disconnected. The syringe was reconnected and maintenance was performed on the analyzer. Controls were run and were within acceptable limits. The complained patient sample was repeated, resulting in a uric acid value of 354 umol/l on (B)(6) 2021. On the day of the event, controls for uric acid and several other tests were outside of range after the event occurred. Upon review of the error message file, no relevant alarms/errors were observed on the day of the event. A sample quality issue could be excluded. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ua2 uric acid ver.2 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample was tested twice on the integra 400 plus, resulting in uric acid values of 3 umol/l and 3 umol/l. The sample was repeated on a second integra 400 plus analyzer, resulting in a value of 347 umol/l. After the issue, the customer repeated controls on the complained integra 400 plus analyzer and one control level was outside of range. The uric acid reagent lot number was 52296801, with an expiration date of 31-dec-2021.